Event description:
During a post operative office visit, the post operative x-rays showed the c6 screw is backing out of theconstruct at 3 months post op. Sales representative just informed company. The patient underwent the fusion in 2005 and is reportedly asymptomatic. No revision surgery is planned and there is no intent to revise the construct at this time.